Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart error alarm and external ram crc error alarm. Customer's blood glucose level was 11.8 mmol/l. Customer advised they changed out their infusion set and battery. Customer advised their settings were erased and that the battery was weak. Customer advised they were able to prime and passed the self-test. Customer was advised to monitor the insulin pump and call back if issues persist.